Event description:
It was reported that prior to starting a da vinci surgical procedure, the tip on the large needle driver instrument was observed to be bent. No missing or fallen piece were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side to side misalignment of grips. The bent tip caused the carbide insert to break. It was concluded that the damage to the instrument's tip was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.